Event description:
It was reported that the pump self test failed was experienced.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed/broken, top and bottom cases were damaged and the right plunger case was cracked. Review of the event history log showed an occurrence of positive supply bgnd test error. The reported issue was duplicated during functional testing. The investigation was unable to determine the root cause of the reported issue, but when the main board was replaced, the reported issue resolved. No external damage to the main board was found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.